Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced in the last 12 months for the same symptom of system error 322. Evaluation confirmed the complaint and determined the cause to be a defective input/ output (I/o) board. The I/o board was replaced at that time. The reported condition was verified. The device was found out of specification in relation to the reported system error 322, which was reproduced during evaluation. A review of the event history log identified system error 322. The cause was determined to be a faulty lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.